Manufacturer narrative:
The following fields have been updated due to corrected information: h.6. Imdrf annex a grid: a0510 retraction problem. The previous entry of a0506 and a0504 should be considered void.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l had the safety mechanism fail, had a needle through the catheter, and caused blood exposure. "The safety system jammed and the needle came out through the catheter. "

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l had the safety mechanism fail, had a needle through the catheter, and caused blood exposure. "The safety system jammed and the needle came out through the catheter."